Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
As no log file was available for evaluation and no further details were disclosed upon repeated requests, a detailed analysis of the case in question was not possible. In fact, it can even not be confirmed that a ventilator failure has occurred. In case of a forced shutdown of the ventilator the device alarms optically and audibly. Manual ventilation would still be possible; the monitoring functions wouldn't be affected from a ventilator problem as well. There was no patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00339.